Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Received a complaint that a pharmacy tech was poked by the syringe while still in the sealed plastic bag. The tip of the needle was bent and protruded through the orange protective cover. No blood was seen on the needle stick.